Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set needle was bent and broken on 3-jun-2024. The blood glucose level at the time of event was and patient resolved the event by replacing infusion set and resumed insulin deliveries successfully. No further information available.